Event description:
The surgeon had performed an onlay unicompartmental partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and restoris mck on (B)(6) 2012. Mako surgical was made aware that the surgeon performed an incision and drainage procedure (known as an I & d) and exchanged the restoris mck polyethylene component on (B)(6) 2012. On (B)(6) 2012, a different surgeon performed a removal of prosthesis w/insertion of antibiotic cement spacer due to staph infection ((B)(6)). The surgeon stated that once the pt's infection clears, he will be revised to a total knee arthroplasty.

Manufacturer narrative:
As part of normal complaint f/u, an investigation is being performed at mako surgical with regards to the robotic arm interactive orthopedic (rio) and restoris mck. The investigation is currently ongoing with results pending completion of the investigation. A subsequent MDR will be submitted if results demonstrate that root cause of the event is due to a mako device.